Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed through visual inspection. As returned, the instrument was noted to have surface scratches, deformations and abrasions. The instrument fractured at the shaft's proximal end at the strike plate threads, which indicated the strike plate's threaded section still embedded in the impactor handle--suggesting a possible bending overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty. During the procedure, as the surgeon utilized the impactor, it fractured upon impact. No pieces came in contact with the patient. All pieces were gathered. No patient impact was reported and no surgical delay occurred.